Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0bfu2, implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that a patient had a loss of therapeutic effect at nighttime only since four days prior to the report. Due to this, the patient requested an adjustment to stimulation. She was on program 2 at 3.3 and stimulation was adjusted to 5.0, but the reporter was seeing the stimulation off icon. The patient¿s typical experience with stimulation was that she didn¿t feel stimulation on a day to day basis, but felt it whenever adjustments were made. However, she didn¿t feel it when adjustments were made the day of the report. The reporter decided to decrease stimulation to 4.0 and said she might have been pushing the middle blue button. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.